Manufacturer narrative:
As reported, when attempting to press the deployment button of a 6f exoseal vascular closure device (vcd), it was extremely stiff. This lead to a switch to manual compression to complete the procedure. There was no reported patient injury. The vcd was used in a same side retrograde approach. The visual indicator had turned completed black, and backflow had stopped. After removal, the deployment button was tested again, and it required significant force to deploy the plug. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel had no stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual pressure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. The device was used with a cordis brite-top sheath. However, when depression of the button was attempted, the button would not depress at all, and the indicator window was showing solid black at this time, with no red color observed during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385063 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, when attempting to press the deployment button of a 6f exoseal vascular closure device (vcd), it was extremely stiff. This lead to a switch to manual compression to complete the procedure. There was no reported patient injury. The vcd was used in a same side retrograde approach. The visual indicator had turned completed black, and backflow had stopped. After removal, the deployment button was tested again, and it required significant force to deploy the plug. The exoseal vcd was used in an interventional procedure. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel had no stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual pressure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. The device was used with a cordis brite-top sheath. However, when depression of the button was attempted, the button would not depress at all, and the indicator window was showing solid black at this time, with no red color observed during retraction. The device is not being returned for evaluation as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.